Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was reported that the cuff was checked with an endoscope, and it did not close. The aus was explanted, and it was confirmed that the cuff size of 5 cm was chosen for a urethral size of 4.5 cm, and that the procedure was followed to bleed the air out of the pressure regulating balloon. There were no additional patient complications reported.